Event description:
When separator was removed from hoop, distal tip was bent and formed a loop. This shape would not allow it to enter introducer.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2248 (lot # l15664). All appropriate inspections were completed per process monitoring requirements of 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B) (4) which allowed for an IFU swap before pss054 approval in the u.s. This da is not related to this incident.